Event description:
It was reported that the users were lifting a patient that was on the stretcher up from the lowered position when the stretcher did not manually lock. This allowed the patient to fall when the users let go of the stretcher. The patient was caught before falling and was not injured. It was reported that a user was injured during this event. Further information was not provided.

Manufacturer narrative:
The device has not been made available for evaluation. The device is not available for evaluation.